Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were starting to leak and have problems with their device since about 2 months ago. The patient stated they went to their managing health care provider about it and the healthcare provider told the patient that the device wasn't working properly and that it was faulty and advised the patient that they should come in and get it replaced. Patient services asked the patient if they'd gotten any further information on why it wasn't working that led the hcp to tell the patient to get the ins replaced. The patient denied that they had any falls or traumas that led to the issue, and stated they were under the understanding the device would last 10 years at least and they were only getting 3 years and they wanted to know why. Patient services reviewed stimulation longevity considerations and redirected the patient to follow up with their health care provider (hcp) about the issue and for clarification on why the device needed to be replaced. Patient requested physician listings because they potentially wanted to get a second opinion and they stated they were concerned about the financial aspect of replacing the system. Patient services emailed the patient physician listings at the patient's request and information on the patient advocate foundation (paf). Patient services reviewed that if the device ended up being removed and if there was a suspicion that the ins was faulty, the hcp could return the ins to medtronic for analysis. Patient was going to follow up with an health care provider (hcp) on the matter. They may seek a second opinion.